Event description:
The customer reported an x-ray not ready error message. The fse noted this message was intermittent, there was and intermittent loss of x-ray functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.